Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt's battery charger would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger was unable to power up due to a damaged power supply connector. The connector pins were recessed. The root cause for the recessed pinds could not be positively identified but was likely excessive force. Power. No adverse event resulted from the recessed pins. The patient received a replacement battery charger/modem.